Event description:
The customer reported via telephone call that the insulin pump alarmed for a battery out limit alarm after changing the battery. The blood glucose reading was 126 mg/dl. The customer was unable to clear the alarm. The insulin pump had not been dropped or exposed to moisture. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an unresponsive act button due to flattened dome switch. The insulin pump was unable to perform operating currents due to unresponsive act button. The insulin pump was received with minor scratches on lcd window, cracked case on display window corners and cracked battery tube threads.